Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at the foreign object detection point and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the suction function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and customer allegation was confirmed. The channel cleaning brush does not move smoothly due to the clogged channel tube. There were few additional findings. The screen was partially dark due to the scratch on charge coupled device (ccd) lens. The focus does not transfer to near point due to the broken ccd unit. Universal cord was corrugated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The field service engineer on behalf of the customer reported to olympus, the suction channel of the evis lucera elite colonovideoscope was clogged with foreign material. The issue was found during maintenance. There was no patient involvement.